Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer report: 3006705815-2021-03314. It was reported the patient is not receiving effective therapy due to high impedances. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.